Manufacturer narrative:
UDI: gtin unavailable, product made prior to compliance date upon completion of the investigation a follow up report will be filed.

Event description:
The reported valve was implanted to the patient with vp-shunt (doi and the initial setting were unk) in 2012 or 2013. In (B)(6) 2016, after a MRI examination, the valve¿s setting was tried to be adjusted, but it failed the adjustment. An x-ray was shot and it was noted that the stepping motor was fell off and a result, it was determined as the shunt breakage. The patient¿s condition was observed for a while, but headache due to over-drainage was observed and the hematoma from the subdural hygroma was confirmed. On (B)(6) 2017, the revision surgery was performed and a new hakim valve (the article number and the initial setting is unk) was implanted to the patient. The patient is 6 years old and suffered from congenital hydrocephalus. The patient¿s condition is being observed currently. The surgeon commented that due to the breakage of the valve, the shunt system became just like a clay pipe and this led to the over-drainage.

Manufacturer narrative:
Updated UDI: gtin unavailable, product made prior to compliance date; (B)(4). Device evaluation: model #/lot #, device available for evaluation?, date received by MFR, type of reports, if follow-up, what type?, device evaluated by MFR?, device manufacture date, evaluation codes, additional MFR narrative. Upon completion of the investigation it was noted that the valve was visually inspected it was noted that the stator was dislodged. Therefore; the cam position/pressure could not be determined. The valve was hydrated for 24 hours. The valve was flushed, the valve passed the test no occlusion was noted. The valve was leak tested, no leaks were noted. The valve was dried. The valve was dismantled and was examined under microscope at appropriate magnification: a crack and a scratch mark were noted in the valve casing. This is probably due to the valve receiving some form of impact. Corrosion was noted on the stator. The cam magnets were controlled. The magnets passed. Review of the history device records confirmed the valve product code 82-3100, with lot cmgdmc, conformed to the specifications when released to stock on the 1st july 2011. The root cause of the corrosion could not be clearly determined. The root causes for the dislodged stator could be partly due to the valve receiving some form of impact, as well as the corrosion, this however could not be determined. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.